Manufacturer narrative:
Further information regarding event and patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of corneal damaged after xen touch, device migration, fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. Warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported a patient experienced failed filtering, 9 months post xen with corneal damage after xen touch. Affected eye is left. Future treatment is provided as "explantation/bleb revision/ trimming of xen." Per physician, the causality of the event is "probably cornea pre-damaged due to previous filtering with mmc and repeat needlings with mmc, possibility of patient rubbing eye also brought up." The device remains implanted at this time.